Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. The evaluation detected an unreported condition. The battery data was analyzed, and the battery was in a state of permanent failure. The physical battery was examined, and the current interrupt device was open. The battery cell cid is an integrated design feature of the cell that opens and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Root cause of the observed open cid was determined to be from battery degradation. A process improvement has been initiated to address this issue. The evaluation detected an unreported condition of the oled screen having a burnt in section on the display that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue can occur due to the display showing the same image on the display for a prolonged period. The handle is programmed to turn off the display when not in use. However, when components are connected to the handle, the amount of time it takes the screen to shut off is extended. The investigation found the unreported failure did not cause or contribute to the reported condition. Additionally, the investigation detected an unreported condition of improper cleaning/preparation that has no relationship to the reported condition. There were cracks on the external handle housing, which are indicative of using the incorrect cleaning wipes. The product analysis noted evidence that the device was not used as intended. The root cause of the observed damage was misuse of the product. The unreported failure did not cause or contribute to the reported condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe such as oxivir¿*tb per the manufacturer¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the screen was displaying a power handle error indicator. Another handle was used to complete the case. There was no patient involvement. Medtronic's initial evaluation of the incident is that the cause of the reported condition is due to fpga being unable to reset. This condition could impact the handle either extra operatively or intra operatively and potentially cause patient harm.